Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: g3; h2; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient had a initial left tha. During the surgery the trial broach became incarcerated in the femur. Despite trying several different removal instruments, it took over an hour to remove the broach. It was eventually decided to make a longitudinal cut in the lateral aspect of the femur along the posterior aspect of the femur with the oscillating saw. Broach was successfully removed. A definitive root cause cannot be determined. Attempts have been made to gather all product identification information, and no further information has been provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04)- rasp. G2: foreign: canada. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient had an initial left total hip arthroplasty. Subsequently, during the surgery, the trial broach became incarcerated within the femur, requiring a longitudinal cut in the lateral aspect of the femur for removal.